Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. We were unable to perform prime/ test due to motor error alarms. The insulin pump was received with cracked case at display window corners. The insulin pump was received with scratched lcd window, missing end cap sticker, broken reservoir tube lip, missing reservoir tube lip o-ring and missing back address /serial number sticker.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.(B)(4).the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had a motor error alarm. The blood glucose at the time of the incident was 300 mg/dl. Troubleshooting was not performed. The device will be returned for analysis.